Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving morphine (20 mg/ ml at 5 mg / day) via an implantable pump for non-malignant pain, failed back surgery syndrome, and post laminectomy pain. It was reported that the patient had a refill scheduled on (B)(6) 2021 and the hcp pulled out 18 ml of drug and was expecting 3 ml. The patient reported they had been having increased pain and had some nausea a few weeks prior.  There were no factors that may have led or contributed to the issue.  It was noted the refill was in the morning on (B)(6) 2021 and the hcp scheduled the patient for a revision at 4:00 the same day. The hcp opened the spine incision at the anchor site and saw that the catheter was kinked at anchor site in low back. The hcp cut and removed the anchor and catheter and immediately got csf (cerebrospinal fluid) flow from spine piece once kink was removed. The hcp was able to splice the catheter back together with a collette and re-anchor it. The hcp then aspirated the cap (catheter access port) for the pump to check the flow, make sure everything was working, emptied the catheter, and got csf.  It was noted that the issue was resolved at time of event. The patient's status at time of report was alive- no injury.  The medical history was asked and will not be made available.  The event date was (B)(6) 2021.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.